Event description:
It was reported during bph procedure at 22,604 joules and 5:36 mins of use; fiber had "laser transmission at the end and on the side, no cap at the end" was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: no patient injury reported.

Event description:
Additionally it has been reported that the first fiber failed at 22,604 joules and 5:36 mins of use. The replacement fiber exhibited the same issues at 2230 joules and 4:24 mins of use. The fiber tips (caps) were not cleaned during the procedure. The procedure was completed with "standard ablation" was reported. This report is related to the first failed fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "no cap at the end" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.